Manufacturer narrative:
D4 - even though the report indicates the incident occurred while reaming, not inserting, the part number for the instrumentation was not reported. Instead, the stem part number was reported. Therefore, this report lists the implant part number in d4, not the instrument associated with the bone fracture.

Event description:
While broaching during total hip arthroplasty, a longitudinal bone fracture occurred that the surgeon reinforced with cable and completed the operation without problems.